Event description:
It was reported that the customer experienced a cgm error, specifically error 42, with a g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, after which the error code did not appear again, and the customer successfully started their sensor session.